Event description:
One syringe of each of the indicated lot numbers was found to contain foreign matter. Two had a brown material stuck between the plunger and the inside of the barrel. The third had grease (dark brown) smeared inside the "ribs" on the plunger. All three samples have been sent to the MFR.